Event description:
Revision surgery - patient suffered a peri prosthetic fracture of right hip revised to restoration modular. During revision, surgeon re-implanted the original v40 taper head from the primary surgery. Liner and cup stayed implanted with no issue.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a accolade ii stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided for review. However, it was noted that the patient experienced a traumatic event, likely leading to the periprosthetic fracture. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision surgery - patient suffered a peri prosthetic fracture of right hip revised to restoration modular. During revision, surgeon re-implanted the original v40 taper head from the primary surgery. Liner and cup stayed implanted with no issue.